Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's son reported via phone call that customer was experiencing inconsistent blood glucose levels. Customer's blood glucose level was 420 mg/dl, one hour later, blood glucose was 398 mg/dl. Customer did a manual bolus of 5 unit of insulin through the insulin pump. Couple hours later, customer's blood glucose level was 92 mg/dl, then 109 mg/dl. Customer's blood glucose level at time of call was 111 mg/dl and sensor glucose level was 40 mg/dl. During troubleshooting, customer was advised to confirm blood glucose level with fingerstick. Customer's blood glucose level with fingerstick was 120 mg/dl. Customer's isig value was 7.48. Possible calibration factor was 16.04. Calibration factor was not within range for optimal calibration. Customer was advised that the sensor will be replaced. Customer will not be returning the insulin pump for analysis.